Event description:
The user facility reported a 51-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. While having the impella implanted the patient developed ventricular fibrillation (vf). The patient required defibrillation (1x). The patient remained stable afterwards. The patient did not need inotropes or vasopressors anymore. The impella cp was successfully explanted a day later, and the patient was stable and awake

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Manufacturer narrative:
The investigation into the vf/vt/af/at (ventricular fibrillation) issue has been completed since the original report was submitted. The product was not returned for investigation. As the necessary information was not provided, the root cause of the vt/vf was not determined.